Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the catheter allegedly expelled out with cuff appearing papery with no fibrosis. It was further reported that the catheter slipped itself & spontaneously comes out. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one glidepath 19cm catheter was returned for evaluation and one photo was provided for review. Gross visual, microscopic visual, tactile evaluation and functional testing were performed on the returned device. The tissue cuff was intact and had residue. Under microscopic observation, the matted tissue cuff was noted to have missing tissue cuff material in some areas. The photo shows the glidepath dialysis catheter with blood residue all over the catheter. The investigation is inconclusive for the reported catheter expulsion and loosening issues as the exact circumstances at the time of the reported event cannot be verified. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 08/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the catheter allegedly expelled out with cuff appearing papery with no fibrosis. It was further reported that the catheter slipped itself and spontaneously comes out. There was no reported patient injury.